Event description:
It was reported that a user on ilet therapy experienced a dexcom g7 sensor glucose of 62 mg/dl while a confirmatory fingerstick measured 88 mg/dl, after which the user ingested four glucose tablets and was counseled to treat only when both the sensor and fingerstick indicate hypoglycemia and to recheck by fingerstick after 15 minutes. Symptoms included concern for low glucose. Outcomes included self-treatment with oral glucose and education to prevent overtreatment. Investigation included call-based troubleshooting and user education regarding confirmation of lows and appropriate treatment thresholds. Investigation of this case revealed sensor-fingerstick discordance with overtreatment of perceived hypoglycemia, without evidence of device malfunction of the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user management of a suspected low glucose in the setting of sensor-reading variability.